Event description:
It was reported that the patient heard a device alert and went to the hospital. During device interrogation, it was observed there was frequent short interval counts (sic) and varying impedance on the right ventricular (rv) lead. Interference was sensed on the electrocardiogram (egm) when the pocket was manipulated. Physician decided to check connections in the lab. Leads were loosen from connector measurements were taken and no issue observed. Physician decided it was a connector issue and kept lead. But while re-connecting, the set-screw was lost and even with new set-screw lead connection was not managed. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the right ventricular lead integrity alert, and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Beginning (B)(4)-2014, v sensing integrity counts up to 573; vt-ns episodes with evidence of lead noise oversensing. On (B)(4)-2014, rv pacing impedance measured 4047 ohms. Rv lead integrity warning occurred on (B)(4)-2014 for sensing integrity counter and 2 or more high rate nst episodes.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).